Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified due to a different issue that was identified.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a usb port was not charging pump battery. Customer's blood glucose was 120 mg/dl. Customer reverted to using an alternate method of insulin therapy.